Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the power supply of their device experienced a short circuit and ignited. The fire was quickly extinguished. No injuries or property damage were reported. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The ac power adapter (acpa) was returned to stryker for evaluation. Stryker product assessment center (pac) evaluated the returned part and confirmed through visual inspection that the acpa and accompanied ac power cord were severely burnt. Based on the reported information and the remains from the acpa and associated cable, it could not be conclusively determined whether the acpa itself or an external source contributed to the reported issue. A conclusive cause could not be determined. The acpa was archived by stryker.

Event description:
A customer contacted stryker to report that the power supply of their device experienced a short circuit and ignited. The fire was quickly extinguished. No injuries or property damage were reported. There were no reports of patient use associated with the reported event.